Event description:
It was reported that the lead exhibited high impedance and noise that was reproducable with pocket manipulations. The patient will be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily trend data shows an lv pace=544 to inf (un-filtered) between (B)(6) 2011 and (B)(6) 2011, then returns to a baseline of 504 ohms on (B)(6) 2011. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04.